Event description:
This ra lead was implanted on (B)(6) 1998 and remains implanted at this time. A call to technical service states that this lead had impedance issue. Pacing threshold is high and patient requires atrial pacing. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).